Event description:
The pt had bilateral breast augmentation surgery in 2003 and was reported well. Ten days later, the pt presented with an infectious process and minimal drainage. Post operative antibiotics were continued. Pt returned the next day with increased drainage. Antibiotics were changed 2 weeks later. Pt is currently taking antibiotics and is being topically treated with ointment and dressing changes. Pt is seen daily and is reported to have half of each breast open. Physician opines that an inflammatory response to the suture occurred in the wound and that the wound area then became infected with skin flora.